Event description:
Additional information was provided that in the surgeon's opinion, it is unknown what caused or contributed to the event. The patient's issues have not resolved and the prognosis is guarded.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A surgeon reported that following bilateral intraocular lens (iol) implant procedures, a sort of film/growth/deposit that is forming over the iol. Several weeks after the procedure, the patient started noticing some blurriness in her vision. Additional information has been requested. There are two medical device reports associated with this patient. This report is for the left eye.